Manufacturer narrative:
Article citation: clemens, and mark w. ¿introduction to the ¿current controversies in breast implant-associated anaplastic large cell lymphoma (bia-alcl)" supplement.¿ oup academic, oxford university press, 31 jan. 2019, academic.oup.com/asj/article/39/supplement_1/s1/5304921. The events of lump/nodule, seroma-late, and lymphoma-alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. [(B)(4)].

Event description:
Journal article "2019 nccn consensus guidelines on the diagnosis and treatment of breast implant-associated anaplastic large cell lymphoma" figure 7 reported case 5 had right side "bia-alcl, left delayed seroma," and a "breast mass." No pathological markers were provided. Device has been explanted.